Event description:
The customer was hospitalized for low blood glucose, with readings of 23 and 36 mg/dl. Customer experienced low blood glucose for over one week. Customer states that she was getting too much insulin and doctor cut the dosage. Troubleshooting was performed, insulin pump was programmed correctly. Reservoir volume was accurate. Customer declined the displacement test, as she does not feel the insulin pump is the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.